Manufacturer narrative:
The event occurred in the (B)(6).

Event description:
Caller states the patient tested 2.0 inr and 1.3 inr on the coaguchek xs plus system and 1.0 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.